Manufacturer narrative:
When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported the device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer could not confirm any further reprocessing information. During evaluation, the reported clogged air/water nozzle was confirmed: the foreign material in the nozzle affected the flow rate. The reported angulation issue was confirmed: both directional knobs had excess play. The directional bending angles met with specifications; however, replacement was recommended because the down, left, and right directions were on the low end of specifications. During visual examination of the device, the following additional issues were noted: the distal end plastic cover had deep dents and scratches; the objective lens adhesive was peeling; the light guide lens adhesive was peeling; the adhesive on the bending section cover was cracked; the insertion tube was buckled; the light guide tube was scratched; and the scope connector's pins were scratched and dented. Finally, functional testing of the device showed the connector cover insulation did not meet with electrical insulation specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that evis exera iii gastrointestinal videoscope had a clogged air/water flow channel and the angulation wire was broken. The customer reported an error code also occurred. The customer reported they tried another procedure cart but could not complete the diagnostic biopsy procedure. The procedure was canceled and the diagnosis was delayed. The customer reported the examination was rescheduled at another facility and could not confirm any further information. The device was returned to olympus for evaluation. During evaluation, foreign material was found in the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. The customer reported that there was no medical intervention. No adverse effects to patient reported.

Event description:
The event occurred during an endoscopic ultrasound with fine needle biopsy procedure. It was reported that the other procedure cart was also not working. Therefore, the clinician was unable to obtain the specimens needed for diagnosis. Although the patient remained sedated while attempting to troubleshoot the issue, the customer stated that ¿the amount of sedation he received was probably the same amount as if we actually were able to do the procedure.¿

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, although the nozzle was confirmed to be clogged with foreign material, the specific material could not be identified. It is unknown if the customer deviated from the instruction for use (IFU) outlined in the reprocessing manual. Also, there was no device damage found at the detected area of the foreign material. Therefore, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in section: ¿inspection of the endoscopic system¿ this supplemental report includes a correction to b5 to include information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.